Event description:
It was reported that stored egms showed oversensing on the ventricular channel. The oversensing was not reproducible in clinic. The electrical measurements were stable and in range and the episodes recorded ended in a return to sinus after therapy. In one episode, atp inappropriately accelerated the patients vt.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.